Manufacturer narrative:
Common device name: dressing, wound, occlusive. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No additional information has been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that reported that ¿the heat seal to the pouch containing the dressing was not sealed along the top (short) edge of the pouch meaning there was no sterile seal."

Manufacturer narrative:
(B)(6). Based on the investigation findings through evaluation of the batch records documentation, process observation and processes, replication the investigation concluded that the most likely explanation for the open/incorrect seal was inconsistency of the labeler machine in placing the japanese labels prior to sealing the chevron pouches. Quality inspections were properly performed as per the evidences provided from the batch record. However, the peel off test is a destructive test so not all units al inspected. Ca - validate alternative manual process to place japanese labels in the doyen machine. Ca - disable doyen japanese labeler machine once the manual process is validated should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.